Event description:
A medtronic representative reported a locking caster that was broken off of a stealthstation s7 system cart. The caster pin was sheared off, however, can be removed. This damage to the demo/evaluation system was discovered after the system was uncrated. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement caster lock siln shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the caster has been broken off at the attachment bolt. The remainder of the assembly is free of damage. Mechanical failure, pieces broken, directly caused event. (B)(4) 2014 - medtronic representative performed a navigation system check-out, all areas passed. Replacing the caster resolved the issue. System fully functional.